Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found expired in his home on (B)(6) 2015. The patient reportedly lived alone. The patient usually shut the front door at night and kept it open in the day. The door was found to be open overnight, so neighbors notified authorities. The hospital staff is unsure if the patient¿s death is device or therapy related stating, that it is unknown and would be purely speculation to state otherwise. The patient did not have an autopsy, and there are no plans to obtain the pump.

Manufacturer narrative:
Approximate age of device: 4 years, 3 months. The manufacturer was advised that the lvad pump will not be returning for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.